Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18 - user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 7/12/2018 in a follow-up call to ensure the customer's condition since the initial call; customer is in ICU effective (B)(6) "2017" and is being treated for hyperglycemia. She was admitted with a bgr of 800mg/dl. Customer still at the hospital. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. No address on file for customer, unable to send product letter.

Event description:
Consumer reported complaint for e-5 code accompanied by symptoms. Daughter is calling on behalf of the customer. Daughter called in stating that the meter is reading e-5 as soon as blood is absorbed. Performed a test at the time of the call and the meter continues to read e-5. Daughter states that the customer is confused and seems out of it. The expected fasting blood glucose test result range is undisclosed. The meter memory was not reviewed for previous test result history. Daughter states that she will call the doctor and disconnect the call.